Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient couldn't get their implant to work and they had been getting the poor communication screen. While on the call the patient synced with the ins with and without the antenna however the poor communication was not resolved. It was noted the patient was recently implanted. The patient stated they were trying to increase stimulation because they were going to the bathroom just as much as before. They noted the healthcare physician (hcp) set it at ¿3¿ however they didn't know if it was program or volts. The patient was going to try again after more healing. There were no further complications reported/anticipated.